Event description:
Related manufacturer reference number: 2017865-2022-03952. It was reported that the patient presented for a remote follow up via merlin.net with an atrial lead that exhibited lead noise due to electromagnetic interference. The patient's left ventricular (lv) lead exhibited failure to capture and high pacing impedance due to suspected conductor fracture. No interventions were made for the atrial lead. The lv lead was deactivated. The patient was in stable condition.